Manufacturer narrative:
The unit had no button response due to an unlocked lcd keypad connector. The displacement test could not be performed due to no button response. The unit had a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window.(B)(4)

Event description:
The customer's mother called in to report that the insulin pump had a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.